Manufacturer narrative:
This report is submitted on 28 april 2021.

Manufacturer narrative:
This report is submitted on december 23, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator through the skin, since (B)(6) 2020 (specific date not reported). The patient developed an infection, and was treated with oral and topical antibiotics (duration not reported), which resolved the infection. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.